Manufacturer narrative:
(B)(4).

Event description:
A report was received stating, during patient use, the ventilator screen suddenly became blank. Although the ventilator did not stop cycling, the patient was placed on an alternate ventilator without any reported harm. There is no death or serious injury associated with this event.